Manufacturer narrative:
Item date of event was corrected to (B)(6)2018 and item date of reportwas corrected to (B)(6)2018 . Based on the evaluation of the data log, the system and handpiece performed as expected. The data shows technique errors. The treatment tip has been discarded and is not available for evaluation. The investigation is ongoing.

Manufacturer narrative:
No non-conformities or anomalies found related to this complaint when reviewing the device history record. The datacard showed technique issues occurred during treatment that could have resulted in unsafe conditions. The errors found on the datalog indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the system and hp performed as expected. Data shows user technique errors. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. It was reported the patient was anesthetized during treatment. During treatment, treatment level settings will require frequent adjustment in response to variations in skin thickness, treatment area anatomy, and patient feedback. The treating physician is responsible for selecting appropriate and safe treatment levels at all times. The output power selected should be as low as possible for the intended purpose. Treating an anesthetized patient is unsafe since the patient cannot respond energy levels during treatment. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and hp performed as expected. Based on the available information, the treating physician treated this patient in a unsafe manner that most likely resulted in this event.the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.

Manufacturer narrative:
The product information has not been provided we are unable to review the device history record. The investigation is ongoing.

Event description:
The user facility in (B)(4) reported a skin burn on the neck of the patient during treatment of the face and neck. The highest energy level was 3.0. The patient was anesthetized. When the patient came back for follow-up after one week from treatment day, the doctor found the neck burn. The doctor assessed it as not serious. After the patient had been treated for the burn in the hospital, the condition of the patient¿s burn became serious. The user facility did not report any system errors and did not notice anything out of the ordinary during treatment.